Manufacturer narrative:
The device was examined visually and microscopically. Functional testing was performed. The complaint is confirmed. The root cause is attributed to the manufacturing process. Fusing operator error identified. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Corrective actions are in process.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a nephrostomy replacement procedure, the tip of the catheter broke off and remained inside the patient. Snare was used to remove the tip of the catheter from the patient.